Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: on july 16, 2025, a report was received stating that a ventilator powered off during ventilation when switching from simv+ to spont mode. However, this information could not be confirmed in the log file analysis. The analysis of the event logs shows that on july 9, 2025, at 01:14:19, a panel connection loss was recorded. The connection was restored 37 seconds later, at 01:14:56. No technical events or faults were documented in the logs. Ventilation continued throughout the incident. The mode change from simv+ to spont occurred immediately after the panel reconnection, indicating spontaneous breathing activity by the patient. There is no evidence that the hamilton-c6 powered off. There is no evidence of ambient mode in the log files. The ventilation continued with no interruption. The customer has confirmed that the event was reported as of 2025-07-09 at 01:15:00. The issue could not be reproduced during testing. The unit was operated by hospital biomedical staff (service technician) without fault, and no repairs were necessary the most probable cause is a communication fault between the ip and vu processor boards, possibly due to an improperly seated cable or connector. No device problem was detected. All functional tests passed and the device is back in use.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (quotation of the reporter): "complaint description: *note: date of event unconfirmed. Device powered off when switching from simv+ to spont. As reported by the ICU staff, the device was set to spont mode when it suddenly powered off. It needed to be manually turned on and the device did not have any indicators present. According to the ward num, the device was being used on a patient when the incident occurred, and the patient's ventilation was affected as the device powered off. However, the patient was not harmed as ICU staff was able to provide alternative ventilation." Based on the provided data and logfile analysis, the power on/ off was not confirmed. The was as per report a panel connection loss (screen went black) during 10 sec. There was no ambient mode. The mode was then changed afterwards. There was no stop with the ventilation (no technical fault). It seems that the indicators on the device were not seen as per user. Consequently an alternative ventilator was used. Based on the provided information, the described malfunction of a panel connection loss would not have an impact on the ventilation but the user preferred to use an alternative device. There was no reported impact on the patient. Additional device required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.